Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three cardiac resynchronization therapy defibrillators (crt-d) exhibited battery voltages below indication for implant. No attempt was made to implant the devices. There was no patient involvement.